Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Both 'panel connection lost' and 'technical event 1246033' occurred. The hospital staff wanted to know what part had a problem.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator displayed the alarm a technical event alarm and ¿panel connection lost¿ . The hospital requested clarification on which part was affected. Functional testing was performed, including a complete evaluation and technical safety checks. The reported failure could not be reproduced (re-constructed), and no parts were replaced. The device passed all functional and safety checks and was returned to service in full working order. No further information was received. The case is considered closed.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: log file analysis showed repeated ¿panel connection lost¿ events and a recorded technical event 1246033 (hmiwatchdogtimeout) indicating intermittent communication between the ip (interaction panel) and vu (ventilation unit). No interruption of ventilation and no black screen occurred. The panel connection lost alarm was displayed on the display of the hamilton-c6. Following the service report of hamilton medical ag's partner, a full functional and safety evaluation was performed. The reported failure could not be reproduced. The device passed all checks without deviations, and no components required replacement. Based on the analysis, replacement of the ip esm was recommended as a preventive measure. However, at the hospital¿s request, the component was not replaced. The device is confirmed to be fully operational and was returned to service. Corrected: h6 section the imdrf codes were updated/corrected.